Event description:
It was reported that a nurse observed a transfer set tubing that was discolored inside during patient use. It was stated that the patient had the transfer set connected for 3 months without performing peritoneal dialysis solution exchanges after the initiation of pd therapy using the short-term peritoneal dialysis induction and education (spied) technique. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Functional tests were performed, which included seal surface testing, leak testing, clear passage testing, and clamp function testing. All functional tests were successfully performed. A microscopic inspection and simulated therapy were performed. Upon conclusion of the investigation, the reported issue was determined to be particulate matter. Brown particulate matter was present on the inside of the tubing before the sample was disinfected. Because the returned sample was found to be conforming to specifications, the problem was not verified. The cause was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.